Event description:
It was reported that the pt underwent a fixation for spondylolisthesis at l4-l5. The tip of the screw driver broke while the surgeon tried to twist off the second screw. The tip was retrieved. No pt injury was reported.

Manufacturer narrative:
Device was returned to the MFR for eval. Visual macroscopic exam confirmed that the driver tip has sheared. The hardness test was performed. The hardness read is within spec. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.